Event description:
It was reported that the pocket opened and the device was visible. The physician felt there was not an infection, rather the pocket just separated. There were no device/lead issues reported. The implantable pulse generator (ipg) system was explanted and a new system was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.